Event description:
It was reported that oversensing due to insulation anomaly was observed. Inappropriate shocks were delivered. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.